Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the right ventricular lead exhibited high pacing impedance and increased capture thresholds. The physician explanted and replaced the lead during a generator changeout procedure. The patient was discharged post-procedure.

Manufacturer narrative:
The reported events of increased capture thresholds and high pacing impedance were confirmed. Final analysis found a complete lead was returned in two pieces with the connector portion measuring 16.7 cm and the distal portion measuring 40.7 cm. Visual examination of the distal portion found the helix and distal region of the lead, including the ring electrode, covered in calcification and blood/tissue, as well as procedural damage in the form of insulation cuts, the superior vena cava (svc) shock coil bent, and an extraction tie. X-ray examination found the inner coil at the connector region overtorqued and the helix extended, stretched, and bent consistent with procedural damage. No conductor fractures or internal shorts were noted. The reported events were confirmed and isolated to the calcification on the ring electrode. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an external insulation abrasion 7.8 cm - 8.3 cm from the connector pin breaching the optim sheath, as well as procedural damage at the cut end of the lead. The abrasion was consistent with friction to the device can.